Event description:
The pt had a surgery in his l5 centrum, 9 months after the operation, the pt went to the hosp to have an examination. And during that time, it was found that one of the screws broke inside the human body. In 2006, the product was explanted from the body.

Manufacturer narrative:
Na